Event description:
It was reported the device was used during a skin closure for a vascular case. It was reported the rep was told by the customer the skin stapler does not perform up to "concord" standard. The staples did not invert tissue; the staples rolled in skin. Surgeon took picture of closure with 1/2 stapled with competitor product and 1/2 stapled with the ees product. Surgeon stated in his opinion the ees staple line looked worse. There was no consequence to the pt.